Manufacturer narrative:
The device was repaired and placed back into stryker stock.

Manufacturer narrative:
Attempts are being made to obtain additional information from the user facility. The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the loaner core console was causing a handpiece to run by itself at the user facility.

Event description:
It was reported that during a procedure at the user facility, the loaner core console was causing a handpiece to run by itself at the user facility. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.